Manufacturer narrative:
Device 3 of 6. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 29-may-2024, it was reported by the patient that six infusion set tape not sticking within one hour of use. No further information was available.